Manufacturer narrative:
Evaluation summary: the electrical safety test should be performed connected with the processor in accordance with the iec standard, but the repair technician performed it without connecting to the processor. As a result of such different, it was failed. It was confirmed that the device meets with the iec standard under the correct test condition. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The electrical safety test failed at our repair facility. This event occurred during inspection. There was no report of patient harm.